Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No consequence or impact to patient. Smoking.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a complaint search, labeling review, and a product safety analysis of the architect system. After the component replacement of the system control center (scc) by field service, no additional occurrences of this issue have been observed. The evaluation did not identify a systemic issue with the architect system. The architect system operations manual provides adequate information regarding an emergency shutdown procedure and hazards to avoid personal injury. Based on the available information, a deficiency was not identified.

Event description:
The customer observed smoke coming from the pc of the architect i2000sr analyzer after a loud noise was heard. The customer indicated they turned off the instrument. There was no report of injury or impact to patient management.